Event description:
Event description boston scientific received information that during trans-telephonic monitoring, this pacemaker revealed atrial undersensing. Upon interrogation, the atrial lead triggered a lead safety switch to occur, as a result of impedances greater than 2500ohms. A lead fracture was suspected. A rhythm strip was faxed to technical services for review. No adverse patient effects were noted.